Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the articulating surface was connected to a 5mm shim, when the trial insert extractor was accidentally placed between the articulating surface and the shim, instead of between the shim and the tibial base. This sudden force, pulled the shim and articulating surface apart rapidly/roughly, and in the process both springs came off the articulating surface. Both were instantly found. Neither went into the op-site or affected the patient. Was the product being used in a clinical trial? Unknown. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Event outcome/how was it managed? Other articulating surface used (2 in eat set). Was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No.